Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97745, s/n (B)(6), revealed cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display and broken/cracked rtm/power connector support causing connection/charge issues. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's (pt) representative (pt rep) regarding an external device. It was reported that since (B)(6) 2022 they had been experiencing multiple issues with their recharger (rtm), and the problems had continually ramped up over time. Pt rep reported they saw persistent rm02/rm03 messages when helping pt charge. Pt rep would place rtm right on pt's skin, over the implant site and would see 'no device found' messages; was having a harder and harder time getting the rtm to find the implant and stay connected to deliver a charge. Pt would lay with the rtm on for 2 hours, not moving, and would not increment up from 30%; however, once rtm was unplugged, the controller showed their implanted neurostimulator (ins) was charged to 100% (this had happened at least 3 times). Last night, the controller showed 'recharging quality' as excellent for 3-4 minutes, then show 'no device found' (this went back and forth about 10 times), then the charge displayed suddenly hopped up to 30%, then 40%, but wouldn't quite budge to 50% (which they were striving for to last pt at least another day), then when rtm was removed the controller showed implant at 100%. Pt rep confirmed no physical damage on rtm cord/pins nor controller connector port pins. Pt rep said they store the rtm in the carrying case when not in use. Pt rep mentioned that pt is deaf, and they are pt's caregiver. Additional information received from the patient. Caller stated they received the recharger (rtm) but they are still having trouble with recharging the ins. Patient will be charging the ins and getting excellent for 2hrs and the ins is not empty and not charging after 2hrs. Caller stated they get the system failure message m03. Patient services (ps) asked caller to inspect the controller for visible damage and patient said there is no visible damage on the controller. Additional information was received from the patient's representative. They reported that they got a replacement recharger antenna (rtm) and controller and the ins seemed to charge better then before, but then the pt rep. Charged the pt's ins about 5 days ago and then plugged the controller into the power supply. Pt rep. Said the controller was down to about 60%. When pt rep. Returned to the controller, controller was low on charge and had not charged at all. Controller said batteries low: recharge the controller. Pt rep. Continued charging the controller, but controller eventually displayed a message that said "replace controller batteries" and then went blank/unresponsive. Pt rep. Said even the white button on top would not turn the controller back on. Pt rep. Reset the controller, but reset did not resolve issue. During the call, the pt rep. Took the li battery pack out of the controller and plugged the controller into the ac power supply. Screen appeared on the controller and screen immediately said "replace controller batteries" when the li battery pack was not installed. Pt rep. Inspected the controller battery compartment pins and noticed all the pins were bent about 15 degrees to the right. Pt rep. Installed li battery pack, but message remained on screen.